Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of unable to deliver energy.

Event description:
Note: this report pertains to the first of two captivator captivator ii snares used during the same procedure. It was reported to boston scientific corporation that a captivator ii snares was used during a procedure performed on (B)(6) 2024. During the procedure, the devices were unable to deliver energy. The procedure was completed with a similar captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a090402 captures the reportable event of unable to deliver energy. One captivator snare was received for analysis. Visual analysis of the returned device found the working length was kinked in the proximal section. Functional and electrical analysis found no device problems. No other problems were noted. The reported event of "device failure to deliver energy" could not be confirmed since no issues were noted with the electrical device testing during continuity test upon return. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. Device analysis found working length was kinked while no issues with the device during functional and continuity test. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected.

Event description:
Note: this report pertains to the first of two captivator captivator ii snares used during the same procedure. It was reported to boston scientific corporation that a captivator ii snares was used during a procedure performed on (B)(6) 2024. During the procedure, the devices were unable to deliver energy. The procedure was completed with a similar captivator snare. There were no patient complications reported as a result of this event.